Manufacturer narrative:
Analysis was performed by a bench repair technician which included functional testing using a patient simulator and electrical safety tester. The results of the analysis confirmed the ibp failed to reach its required reading to pass philips testing. It was identified that the front-end adapter failed to connect to the measurement boards. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty connection between the pressure board and the front-end adapter. The issue was resolved by replacing the pressure board and front-end adapter board. The product is returned to the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the invasive blood pressure (ibp) measurement is out of tolerance. The device was in use on a patient at time of event, there was no adverse event reported.